Event description:
Customer reported we had a jp drain that when being removed, a piece/end of the drain broke and was retained in the patient's lumbar region. Patient required surgical intervention for removal.

Manufacturer narrative:
This complaint was forwarded to the manufacturing facility where it is currently under investigation. A follow up report will be filed once the results have been completed.

Manufacturer narrative:
A device history record review could not be performed since the lot number is unknown. Our in-process control includes a tensile strength test for every batch of the drains. The batch must successfully pass the tensile strength test (tear test) in the tube part and the fluted part before release. The sample was not available for our evaluation, however, the customer sent two pictures. Review of the pictures revealed the drain was broken in the connection area. Since the actual sample was not provided for review, the root cause could not be determined. If additional information is received, this complaint will be reopened. We will continue to monitor related reports to determine if additional actions are necessary.